Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardiac monitor exhibited oversensing due to suspected premature ventricular contractions (pvcs). No intervention was performed. The patient was in stable condition.